Manufacturer narrative:
Siemens has completed an investigation of the reported event. The affected xray tube was exchanged. No further actions are to be taken as there is no negative awareness in regards to the quality and performance of the affected component. (B)(6). Resubmission of initial report as per FDA on 7/28/20

Event description:
It was reported to siemens that a malfunction occurred while operating the axiom artis fc system and no xray was possible. The patient was safely removed from the system and transferred to an alternative system where the procedure was completed. We are unaware of any impact to the state of health of the patient involved.